Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided. Section d6a - implant date: n/a, as the lens was not implanted. Section d6b - explant date: n/a, as the lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pre-loaded intraocular lens (iol) was defective because it did not advance properly. Through follow-up, we learned that the device was not in contact with the eye. But since it was not advancing properly, and due to possible damage to the lens, it was not implanted. No further information has been provided.

Manufacturer narrative:
Device evaluation: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: jul 15, 2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification was performed on the suspect product. The plunger rod was found overriding a lens that was stuck in the cartridge. Viscoelastic residue was not observed to be evenly distributed throughout the cartridge indicating that an inadequate amount of ophthalmic viscosurgical device (ovd) may have been used which could contribute to the complaint issue reported. No cartridge or cartridge tip issues were observed. The lens module and device assembly were inspected, revealing no issues. The plunger rod and plunger rod advancement were inspected; no issues were identified. The lens was removed from the cartridge and cleaned, revealing the lens was torn and damaged. One haptic was detached and the other haptic was damaged. Since the sample available was used, it was not possible to determine if the cause was related to the manufacturing process. The complaint issue "device advancement issue" was not identified during product evaluation. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that fifteen (15) additional complaints were received for this po. Although the complaint issues reported were related, the issue could not be confirmed as related to manufacturing. No nonconformity report was found as part of this manufacturing records review. No escalation required. An internal action was initiated to further investigate high incidence reported for similar issues against the same po. Based on the record review of this po incoming reports, calibration of lens module, and simplicity handpiece, no product deficiencies were found associated with each of these components and/or manufacturing process that could cause the condition reported. Failure investigation is not required since there is a corrective action / preventive action (CAPA) in progress working with cartridge coating issues and stuck in cartridge incidents. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.